Manufacturer narrative:
Context: a customer from the united kingdom reported an increase in instrument false positive platelet culture bottles on their bact/alert® 3d version b.50 instrument with serial number (B)(6). The scope of the investigation is for one industry blood bank customer site for increased instrument false positive platelet culture bottles bact/alert ®bpa EU part 279044, lot 0001056585, expiry date 12nov2021. Investigation: batch history record and complaint trend analysis there is no CAPA related to the customer¿s complaint recorded. A complaint history review completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results based on the evaluation of data and limited information provided by the customer, there are two most probable root causes for increased false positive rate using bact/alert bpa EU pertaining to complaint (B)(4): machine: global customer service (gcs) received the 3d instrument backup for evaluation. Global customer service (gcs) found two temperature related error codes during the months of operation when the customer had higher false positive results (e.g. June 2021 at 0.96%). Error code 20 and error code 39 occurred between 03jun2021 and 27aug2021. Error code 20 "drawer open for too long" is caused when one or more drawers are open/ajar for an extended period of time. The error can be caused by user, failure or misalignment of the magnetic switches in the back of the door, a fault in the drawer interface cable/printed board or a fault in the controller/combination module printed circuit board. Error code 39 "rack temperature fault" is caused by the temperature in a specific rack has changed beyond setpoint. The error will occur if there is a +/- 4°c change from set point measured at the bottle racks for more than 60 minutes. A large number of culture bottles loading and unloading at the same time and in one area can cause a very large heat loss within the racks of the instrument. The change in temperature takes the bact/alert 3d instrument time for the temperature to readjust. This may trigger acceleration or rate algorithms to erroneously flag positive (potential false positive). The customer¿s bact/alert 3d instrument backup showed that temperature excursions occurred that would have contributed to the increase in the instrument false positive rate. Most of the positives occurred by the acceleration algorithm, which can be false triggered by temperature changes in the rack. Machine is a contributing factor to this complaint. Manpower: the customer is provided with adequate instructions in the IFU and the bact/alert user manual that address how to reduce the chance of obtaining instrument false positive results with bpa EU culture bottles. One instruction pertains to limiting the times for loading/unloading bact/alert culture bottles into one area and then closing the 3d instrument drawer to allow equilibration of temperature before continuing the load/unload workflow. The customer stated that they do have large loading/unloading single bottle events, whereas 60-100 bottles are loaded daily on wednesday to sunday. After the 7 days of incubation, these same bottles are unloaded from the 3d instrument. Gcs evaluated the customer¿s 3d instrument backup. The backup data confirmed that the customer had large loading and unloading events: for example, 38 bottles were loaded between 06:58 and 07:13 on 03jun2021 (customer loaded bottles vertically above each other), and 60 bottles were unloaded between 07:44 and 07:46 on 07jun2021. Large loads or unloads of bottles on the 3d instrument at the same time or in the same areas can cause large heat loss (large temperature change) within racks where other bottles are already at optimal incubation temperature. This workflow would increase the chances of obtaining instrument false positive results with bact/alert culture bottles. Loading/unloading culture bottle events were evaluated in the following article: bacterial screening of platelet components by national health service blood and transplant, an effective risk reduction measure: transfusion 2017;57;1122-1131/doi:10.111/trf.14085. A study was conducted by the national health service blood and transplant (nhsbt) to evaluate bacterial contamination of platelet components at 36 to 48 hours after donation and tested on the bact/alert 3d instrument. Both anaerobic and aerobic bact/alert culture bottles were inoculated with 8ml of platelet sample and incubated for 7 days. During this study, false positive results were observed whereas there was no organism growth detected in ¿positive¿ culture bottles. It was noted that a large quantity of false positive results were generated from anaerobic bottles after 24 hours of loading. The irish blood service devised a loading pattern of a maximum of 30 bottles per incubator draw and refrained from loading any additional bottles into the same draw for 48 hours. ¿the apparent cause of this problem is temperature changes associated with loading of bact/alert incubator cabinets, which cause false positivity in previous loaded bottles.¿ manpower is a potential contributing factor to this complaint. Conclude product compliance to specification/performance: there is no evidence of any bottle malfunction with the bact/alert bpa EU culture bottle lots. Monitoring and detection methods for bottle defects associated with potential false positive results are part of the manufacturing and quality control processes for bact/alert culture bottles.

Event description:
Product intended use: bact/alert® bpa culture bottles are used with bact/alert microbial detection systems (bact/alert 3d and bact/alert virtuo®) for quality control testing of leukocyte-reduced apharesis platelet (lrap) units, both single and pools of up to six (6) units of leukocyte-reduced whole blood platelet concentrates (lrwbpc), and pools of up to four (4) units of leukocyte-reduced whole blood derived buffy coat platelets (lrwbdbcp). Bact/alert bpa culture bottles support the growth of aerobic microorganisms (bacteria and fungi). Description of the issue: a customer from (B)(6) reported that he observed an increase of false positive results when using bact/alert bpa bottles (ref. 279044) ¿ lot 0001056585. The customer reported that the subcultures exhibited no growth. No organisms were seen for any of the impacted bottles. The pair (mate) bottles (bact/alert bpn bottles) showed no growth after seven (7) days in the bact/alert instrument. The customer stated that he stopped using the bottles of lot 0001056585, and since changing to a new batch he has encountered no false positive reactions. There is no indication from the customer that this event led to delayed results or impacted the patient state of health. An investigation has been initiated for this event.